Event description:
Result discrepancies have been observed between two instruments when running patient samples. Reporter stated that instrument #1 reports pco2 results that are too low compared to insturment #2. Examples of results reported in mmhg (instrument #1 vs. Instrument #2) are as follows: 56.1/72.6, 15.8/45.9, 225/68.1, 34.4/36.0, and 13.6/44.1. The suspect pco2 results were noticed before the patient results were reported, so there was not impact to patients (no treatment received).